Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a follow up. The device was post-paced t-wave oversensing on the ventricular channel via stored egm. Programming changes were made.